Manufacturer narrative:
One photograph was returned for evaluation. A hole was observed from the photograph received. In order to reproduce the failure mode a sample was taken from the production floor and inflation line operation was performed applying more force than required with the bradawl. Results were that the brawdawl pierced the inflaton channel. The most applicable root cause was determined to be the application of strong pressure when inserting the bradawl. This investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Event description:
Information was received that a smiths medical endotracheal tube was reported to have a persistent leak. Report of hole in tube. No patient injury resulted.